Event description:
The customer reported that the insulin pump did not deliver insulin all night and she did not receive no delivery alarms. The customer stated that she woke up with high blood glucose of 500mg/dl, and she has treated with a manual injection. The customer also stated the buttons were noise when are pressed. Troubleshooting was not performed at time of call. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.